Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator could not be interrogated despite using two different programmers. After disconnecting the rf antenna, interrogation was possible. No intervention was performed. No patient symptoms were reported.